Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer alleged a possible patient sample mismatch on a cobas u 411 analyzer with an unspecified software version. The customer stated that there was a mismatch result between a patient ID number and the test strip result because the instrument did not correctly match the sample with the work list. The customer realized the problem and reprocessed the patient sample. No incorrect results were delivered to the patient. There was no allegation of an adverse event. A field engineering specialist replaced the strip sensor and the display module. The cobas u411 software version was updated to version 3.3.3. The investigation is currently ongoing.

Manufacturer narrative:
The cause of the event could not be determined.